Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the ins pocket was revised due to patient being unable to recharge due to having a coupling strength issue. When the patient was upright (sitting or standing), the battery flipped horizontally. To ease patient recharging session, battery site revision was done. Physician made pocket smaller and utilized suture hole on device. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the issue was resolved because the patient was able to charge device and was able to use stimulator. The patient was still planning to revise pocket to make recharging easier. Additional information was received, it was reported the patient had a battery site revision on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding an external device. The reason for call was caller reported the patient was having trouble figuring out how to charge their implanted device. Caller stated they went to the patient's follow up appointment with their physician on the 12th and forgot the equipment, so they set up a call with a rep to go over how to charge at home. Caller said the representative walked patient through general use, but they were still having trouble with the recharger and getting the implant battery to charge up. Caller did not recall any messages or alert codes on the screen. Caller mentioned that yesterday when they got the handset to state position where you get the highest number with numbers up to 15-16, and the battery was blinking red like it had a little bit of juice, but now it was completely empty with a lightning bolt. During the call, caller confirmed they had not had any issues charging the recharger using the recharging dock. Caller described seeing the poor coupling / recovery recharge mode screen with middle number ranging from 3-5. Caller repositioned the recharged and the middle number continued to fluctuate from 0-3. Caller confirmed the charging speed was set at the highest and warmest. Agent had caller close out of all apps on the handset and reset the recharger. Caller stated it takes a long time on the searching for recharger screen. Agent reviewed meaning of screen, and suggested patient lay in the same position to wake implant out of sleep state. Agent asked, caller stated the patient did have a little bit of scar tissue around the incision. The patient was redirected to their healthcare provider to further address the issue if patient was not able to continue charging as expected after 10-20 minutes. On 2024-sep-05 additional information was received from the rep. The rep reported the patient was seen by implanting physician and it was determined that the ins healed in a position that makes recharging more difficult . The ins has to be manipulated to get a good recharge connection. The rep met with the patient and that patient was able to get charged all the way up to 100%. Physician is planning to reposition the ins. No date set as of today, so the issue is not yet resolved. The software version of the recharger was unknown.